Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system inspection. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report on 07/19/2016 that, four days earlier on (B)(6) 2016, while preparing for an upcoming cranial procedure, there was nothing displayed on the site's navigation system screen. The navigation system was re-booted 3 times before it successfully booted-up. System performed as intended and preparation for the procedure was completed. The navigation system was inspected the same day, however, the reported issue could not be replicated. There was no patient present when this issue was identified.